Event description:
It was reported that at follow-up, inappropriate ams episodes were noted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.